Event description:
Information received indicates the left head siderail will not latch in the up position.

Manufacturer narrative:
The technician cleaned the dirt and residue from the siderail latch assembly to repair the bed.